Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 50 mg/dl. The insulin had a crack across the select button. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with cracked keypad overlay. (B)(4).